Event description:
Hematoma was reported. Event took place in (B)(6). Dmta was notified of complaint on (B)(4) 2013. The unit as configured is not sold in the u.s.

Manufacturer narrative:
There was no patient injury and the patient was released from the hospital without any further issues. Hematoma is listed as a potential adverse effect and complication in the doli operating manual. The (B)(4) used on this equipment is not sold in the u.s. (B)(4). (The importer) is submitting the report on behalf of dornier medtech systems (B)(4) (the manufacturer) per exemption number (B)(4).